Event description:
A distributing customer reported that one of their customers experienced leaking with two disposable administration sets. The leaks were reported to be at the filter, but the exact location is unknown. There was no patient injury.